Event description:
It was reported that the user experienced intermittent communication failure resulting in signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while readings continued on the dexcom mobile app and ilet, and the user took a walk to lower elevated glucose; the device component implicated included the antenna within the electrical and magnetic domain. Symptoms included hyperglycemia with a glucose peak of 310mg/dl and associated symptoms of headache, and sleepiness/drowsiness. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.